Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. 623215) for female sterilisation. The patient had a medical history of stress incontinence, celiac disease, abnormal uterine bleeding, pelvic pain female, urticaria, insomnia, hematuria, insomnia, anaphylaxis, nulliparous, nulli gravida, obesity, throat discomfort, swelling, hives (penicillin allergy) and rash (penicillin allergy). As concurrent condition the report mentioned depression. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3648 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysterectomy d&c). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: impression: satisfactory essure tubal occlusion but otherwise negative exam. [Pathology test] on (B)(6) 2019: bilateral fallopian tubes with essure coils, bilateral salpingectomy and removal essure coils: portions of fallopian tube with para tubal cyst and no other histopathologic changes, seen in complete cross section 2) endometrium, curettings: fragments of benign proliferative endometrium in background of scattered stromal breakdown; superficial fragments of benign endocervical and squamous epithelium. Clinical data: clinical history: pelvic pain, dysmenorrhea, abnormal uterine bleeding. Procedure: laparoscopic bilateral salpingectomy and removal of essure coils, hysterectomy d&c. Specimen submitted: 1) bilateral fallopian tubes with essure coils; 2) endometrial curettings specimen(s) received: 1) bilateral fallopian tubes with essure coils 2) endometrial curettings gross description: 1) bilateral fallopian tubes with essure coils: the first fallopian tube measures 8 cm in length by 0.6 cm in diameter and is surfaced by pink-tan soft glistening serosa and is without fimbria. The second fallopian tube measures 7.5 cm in length by 0.5 cm in diameter and is surfaced by pink-tan soft glistening serosa and is without fimbria. Each fallopian tube is sectioned to reveal a pinpoint, patent lumen with glistening mucosa. A6 6 centimeter gray metal coiled object is removed from the first fallopian tube. A 5 cm gray metal, coiled object is removed from the second fallopian tube [ultrasound scan] on (B)(6) 2018: the uterus is normal in size, position and texture. The uterine dimensions are 80 mm in longitudinal dimension, 44 mm in ap dimension and 49 mm in transverse dimension. The right essure device is well seen and appears appropriately positioned. The left essure is device is more difficult to evaluate, but likely normal in position the endometrium is normal in thickness. The endometrial echo measures 10 mm in ap dimension. No polyp is seen sonographically. No flow is detected centrally. The right ovarian dimensions are 19x29x 19 mm. The right ovary is normal in sonographic appearance. There is a simple paraovarian cyst on the right that measrues 14 x 19 mm. The left ovarian dimensions are 37 x 24 x 37 mm. The left ovary contains a complex sonolucency most consistent with a hemorrhagic physiologic cyst. It measures 13 x 12 x 10 mm. No fluid is present in the cul-de-sac. Final impression: the essure device appears appropriately positioned, though evaluation on the left is slightly more limited. [X-ray] on (B)(6) 2019: two essure coils project over the pelvis. Likely within the fallopian tubes however not possible to determine on this study alone. Hsg can be obtained to further evaluate location if clinically indicated. Lot number:623215; manufacture date:2009-03; expiration date: 2012-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. 623215) for female sterilisation. The patient had a medical history of stress incontinence, celiac disease, abnormal uterine bleeding, pelvic pain female, urticaria, insomnia, hematuria, insomnia, anaphylaxis, nulliparous, nulli gravida, obesity, throat discomfort, swelling, hives (penicillin allergy) and rash (penicillin allergy). As concurrent condition the report mentioned depression. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3648 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy , d & c). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: impression: satisfactory essure tubal occlusion but otherwise negative exam. [Pathology test] on (B)(6) 2019: bilateral fallopian tubes with essure coils, bilateral salpingectomy and removal essure coils: portions of fallopian tube with para tubal cyst and no other histopathologic changes, seen in complete cross section 2) endometrium, curettings: fragments of benign proliferative endometrium in background of scattered stromal breakdown; superficial fragments of benign endocervical and squamous epithelium. Clinical data: clinical history: pelvic pain, dysmenorrhea, abnormal uterine bleeding. Procedure: laparoscopic bilateral salpingectomy and removal of essure coils, hysterectomy d&c. Specimen submitted: 1) bilateral fallopian tubes with essure coils; 2) endometrial curettings specimen(s) received: 1) bilateral fallopian tubes with essure coils 2) endometrial curettings gross description: 1) bilateral fallopian tubes with essure coils: the first fallopian tube measures 8 cm in length by 0.6 cm in diameter and is surfaced by pink-tan soft glistening serosa and is without fimbria. The second fallopian tube measures 7.5 cm in length by 0.5 cm in diameter and is surfaced by pink-tan soft glistening serosa and is without fimbria. Each fallopian tube is sectioned to reveal a pinpoint, patent lumen with glistening mucosa. A6 6 centimeter gray metal coiled object is removed from the first fallopian tube. A 5 cm gray metal, coiled object is removed from the second fallopian tube [ultrasound scan] on (B)(6) 2018: the uterus is normal in size, position and texture. The uterine dimensions are 80 mm in longitudinal dimension, 44 mm in ap dimension and 49 mm in transverse dimension. The right essure device is well seen and appears appropriately positioned. The left essure is device is more difficult to evaluate, but likely normal in position the endometrium is normal in thickness. The endometrial echo measures 10 mm in ap dimension. No polyp is seen sonographically. No flow is detected centrally. The right ovarian dimensions are 19x29x 19 mm. The right ovary is normal in sonographic appearance. There is a simple paraovarian cyst on the right that measrues 14 x 19 mm. The left ovarian dimensions are 37 x 24 x 37 mm. The left ovary contains a complex sonolucency most consistent with a hemorrhagic physiologic cyst. It measures 13 x 12 x 10 mm. No fluid is present in the cul-de-sac. Final impression: the essure device appears appropriately positioned, though evaluation on the left is slightly more limited. [X-ray] on (B)(6) 2019: two essure coils project over the pelvis. Likely within the fallopian tubes however not possible to determine on this study alone. Hsg can be obtained to further evaluate location if clinically indicated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.